Manufacturer narrative:
Date of event: unknown. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. Visual analysis of the returned sample showed that part of the tip is not properly formed. Molding defects can be caused by low pack pressure and low time. Inspections are performed every four (4) hours on one (1) complete shot of twenty-four (24) parts. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: molding defects can be caused by low pack pressure and low time. Inspections are performed every four (4) hours on one (1) complete shot of twenty-four (24) parts.

Event description:
It was reported that there was a abnormal tip on a bd 60ml syringe luer-lok¿ tip.